Event description:
It was reported to philips that the geometry movements were partly unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment at the time of the reported event. The procedure was delayed by 20 minutes and completed by restarting the geometry pc. The system log files were reviewed which identified errors indicating a malfunctioning geometry pc, confirming the fault with the geometry pc. The geometry pc was returned for analysis, which confirmed that the hard disk drive (hdd) was defective. After replacement of the geometry pc, the system was returned to use in good working order. The investigation has been completed and as a result philips initiated field safety corrective action 2024-igt-bst-024. The codes were updated based on the investigation outcome.